Event description:
The pt was revised because the tibial tray was loose at the cement/implant interface.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.